Manufacturer narrative:
The products associated with this reported event were not returned for examination. A search of the complaint database did not show any other reports against the reported product lot codes. The investigation could not draw any conclusions about the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address pain.